Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead's helix was not working correctly. It was also not possible to insert a new stylet into the body of the lead. The lead was exchanged. There were no patient consequences.